Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed this lead has been implanted since 2012, therefore, this may be the beginning of a lead issue. Further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.